Event description:
It was reported that during a right internal carotid artery stenting procedure, the emboshield embolic protection device (epd) was deployed distal to the lesion without issue. The rx acculink stent was delivered on a buddy wire instead of on the epd wire,entrapping the filter wire behind the stent. Since the filter wire was behind the stent, the epd could not be retrieved. The patient was taken to surgery where the epd was successfully removed. There was no adverse sequela and one day post procedure the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential causes for entrapment of the filtration element with a stent may include, but are not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no similar incidents reported. There is no indication to suggest a product quality deficiency. All embolic protection devices and retrieval catheters are visually inspected. In addition, a sampling of units is visually, dimensionally and functionally inspected. In this case, based on the reported information, it appears that the rx acculink was advanced up the buddy wire instead of the embolic protection device (epd) wire thereby causing the epd wire and filter to be entrapped distal to the stent.